Event description:
The customer complained of a discrepant inr result for 1 patient from coaguchek xs pro meter serial number (B)(4) compared to the laboratory result. The result from the meter was 4.2 inr and the result from the laboratory within 10 minutes was 2.6 inr. There was no adverse event. The patient was "stable". The patient was not anemic, not polycythemic, no heparin, no other anticoagulants, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, no new medications, and no symptoms of high blood pressure. The patient's therapeutic range was 2.5 - 3.5 inr. The suspect product was requested to be returned for investigation. Retention test strips (lot 297790) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.